Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. Only the ultrasonic core (usc) was returned, no infusion catheter (ic). During the visual inspection, it was noticed that the usc was broken at 64cm from the luer barb, just before a significant kink in the usc treatment zone. The reported event of a broken usc was confirmed, and the broken section was confirmed to be removed and returned to the cis.

Event description:
It was reported via voluntary medwatch/maude report list # mw5115243 that the ekosonic thrombolysis catheter fractured inside of the patient and the device fragment had to be retrieved by the physician. An ekosonic thrombolysis catheter was selected for use. After the device was placed, the patient bent their leg, causing the ekosonic thrombolysis catheter to fracture inside the vein. The physician has to retrieve the fractured piece of the catheter from the patient. No further adverse consequences to the patient were reported. It was further reported that the procedure was completed under fluoroscopy. Once the patient was in the ICU, one hour the device was placed, the ekosonic endovascular device stopped working, the physician removed the ultrasonic core (usc) in the ICU without the use of fluoroscopy and replaced it with another usc of the same size. The patient's leg was then put into a leg fixation device and remainder of therapy was delivered. Once the patient was brought back for the final fluoroscopy, the physician realized that the first usc had fractured and was pushed out by the second usc. The detached portion of the usc was retrieved, and the patient had a good outcome. There were no further adverse consequences reported for the patient.

Event description:
It was reported via attached voluntary medwatch/maude report list # mw5115243 that the ekosonic thrombolysis catheter fractured inside of the patient and the device fragment had to be retrieved by the physician. An ekosonic thrombolysis catheter was selected for use. After the device was placed, the patient bent their leg, causing the ekosonic thrombolysis catheter to fracture inside the vein. The physician had to retrieve the fractured piece of the catheter from the patient. No further adverse consequences to the patient were reported.